Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the peritonitis event. On the same day as the hospitalization, the patient began treatment with cefazolin (dose, frequency and route not reported) and ceftazidime (dose, frequency and route not reported) for peritonitis. Five days after starting, cefazolin and ceftazidime treatments were discontinued and the patient began treatment with entinam (dose, frequency and route not reported) and vancomycin (dose, frequency and route not reported) for peritonitis. Sixteen days after starting, the entinam and vancomycin treatments were discontinued. On the same day, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.